Event description:
The surgeon was performing a partial left colectomy with mobilization of splenic flexure and loop. The stapler was fired across the rectal stump in preparation for an anastomosis. Reportedly, there were no staples deployed. Another stapler of the same kind was used, which resulted in the expected double row of staples.